Manufacturer narrative:
Additional info: g.3 this 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588rt-2j was received for investigation. Visual inspection concluded with the observance of breakage and damage across the returned suture, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1588rt-2j was received for investigation. Visual inspection concluded with the observance of breakage and damage across the returned suture, most likely as a result of user-applied excessive forces during tightening.

Event description:
On 1/20/2022, it was reported by a sales representative via email that (2) ar-1588rt-2j tightrope broke. Surgeon opened a new one and completed the case without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information received 1/27/2022: this was discovered during an acl repair procedure. Surgeon inserted the tightrope ii into the patients bone hole and the adjustable sutures were tightened to pull up the graft; however, it broke at the finger trap part of the tightrope. Surgeon opened another tightrope but the same occurred. Finally a third tightrope ii was opened and completed the case without further issues.